Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that auxiliary drawer 2.2 had failed and was open at the back. The drawer did not recognize the closed sensor. A field service engineer (fse) checked the wiring and re-established the connection. Once the connection was restored, the drawer light turned back on. The drawer recovered successfully at the customer site, and the customer was able to proceed with inventorying medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.